Event description:
An overdose was reported. The pt was hypotensive. The device system was used to deliver dilaudid. The hcp wanted to turn the pump off. No other clinical or device info was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.